Event description:
It is reported that during kit inspection, the universal oscillating saw attachment was noted to "lack of tooth to set the saw" (i.e., pin were noted as missing in the blade locking mechanism). There was no extension in surgery time, no harm, injury or adverse event to patient/operator and no medical intervention/additional surgical procedure was required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.